Event description:
Customer claims to have ear pierced with the inverness ear piercing system in a retail store. Shortly after, she developed an infection at the ear piercing site. The customer was hospitalized and received IV-antibiotics. No dates are known as of this date.